Manufacturer narrative:
Unable to confirm prime or fill anomaly and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer had high blood glucose value due to the prime, fill anomaly. Customer did not receive a second series of beep. Customer was advised to revert a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.